Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that a routine follow up CT revealed that the talent stent graft has migrated distally with a type ia leak. The right iliac artery had an aneurysm that was alleged by the physician to be not related to the implanted iliac stent graft limbs. The physician stated that the cause of the event was due to disease progression. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Initial MDR was inadvertently reported as a serious injury, the event has been corrected to a malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.